Event description:
It was reported that undersensing, anomalous impedance, and loss of sensing were noted. Lead was capped and replaced. The patient was in good condition, post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.